Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the visual examination of the device identified that there was a hole in the outer tube in one of the cylinders, as a result of wear at fold. Based on these observations, the reported allegations of fluid leak, hole and mechanical issues were confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination performed identified that both cylinders had a wear at fold in the cylinder bodies, as well as folds that indicate possible buckling of the cylinders in the proximal cylinder body. Examination also showed that both cylinders had a scale pattern on the front and the rear tip extension (rte). Cylinder 1 was identified to have a leak attributed to wear at fold, with a hole in the outer tube present. No functional testing was performed due to the leak observed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. He underwent a surgical procedure two weeks later to revise his ipp. During this procedure, it was noted that there was a saline leak due to a hole in the left cylinder. The cause of the hole was not identified by the hospital. All components were explanted and replaced. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. He underwent a surgical procedure two weeks later to revise his ipp. During this procedure, it was noted that there was a saline leak due to a hole in the left cylinder. The cause of the hole was not identified by the hospital. The device was replenished with saline solution. After the procedure, the patient improved and remains stable.